Event description:
It was reported that the patient was unable to adjust stimulation. Patient stated they ¿needed an update on the neurostimulator and they could not do it by themselves.¿ the patient programmer had stopped at 8.5v. The patient needed someone to walk her through switching programs. The device was off. It was noted that the patient was able to turn the implantable neurostimulator (ins) down to 8.4v but was unable to go back up. Patient turned the ins on and was feeling stimulation on program 1 at 8.4v. Patient stated ¿it had been awful¿ and ¿it was not working the way it should.¿ it was noted that the patient had¿been going, urine goes down her leg¿ and she had been getting up too many times at night. It was noted that this had gotten worse. When patient first turned stimulation back on it was a little strong but was ok now. The patient turned the ins back up to 8.5v and noted it was no different than 8.4v. Patient noted that it may have been because her ins was off that she was having those issues. Patient ¿hardly ever¿ feels stimulation. Stimulation would be there for a while and then would go away. Additional information received reported that there was a loss of therapeutic effect. Patient had an appointment scheduled on (B)(6) 2013. Patient was on program 2 at 8.5v and had reached the upper limit. Patient switched to program2 at 0.0v and was unable to feel stimulation until she reached 7.0v and patient then increased to 7.2v and stopped at 7.5v. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0992z, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).